Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced a skin reaction. The sensor was inserted on (B)(6) 2017. Date of issue is an approximate. Location of reaction is unknown. Patient was seen by an endocrinologist for a regularly scheduled appointment and discussed the skin reactions on (B)(6) 2017. It is not known if a treatment for the affected area was recommended or prescribed. At the time of contact, patient is well. No additional patient or event information was provided. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.